Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that the pt was experiencing "red heart" alarms on the sys controller while connected to the power base unit. The suspect sys controller was exchanged per the MFR's instructions for use. The pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The suspect sys controller was returned to the MFR for eval and the reported event was confirmed. The sys controller was connected to a heartmate ii mock circulatory loop and the sys would not run. Eval of the log file data retrieved from the sys controller was consistent with the reported event. The sys controller housing was removed in order to evaluate the components within and it was found that two fuses were compromised which rendered the sys controller to be non-functional as returned. The root cause for the damaged fuses could not be conclusively determined. A review of device history records showed no deviations from mfg or qa specs that would affect pump function or performance. The attached user facility reports (initial and follow-up reports) were received from the intermacs registry. No further info is available. The MFR is closing its file on this event.